Event description:
The customer reported the system was unable to communicate with the workstation. The field engineer noted that this caused the system to lock up. There is no report or death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ps1 power supply cable assembly was evaluated and replaced. The system was tested and found to be working as intended and put back into service.